Manufacturer narrative:
(B)(4). (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital due to hyperglycemia on (B)(6) 2020 with blood glucose level of 910 mg/dl. Customer was experiencing vomiting as a result of high blood glucose. Customer reported that the auto mode was active at the time of reported event. Customer treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.